Event description:
It was reported that when the devices were used during an duodonal switch procedure, the staples fired from the device did form correctly. The devices were then fired again using another reload without incident. Opened another device to complete the case. There was no consequence to patient.